Event description:
A hemodialysis user facility reported the following: the patient noticed a leak at the twister and the nurse wiped off the twister to locate the leak, but was unable to locate the leak. She then turned the twister and the twister broke off on the venous side. The facility was contacted for additional information on this event. In speaking with the nurse, it was learned that the patient had a blood loss of 150ml. Additionally, the nurse reported that the separation occurred at the start of treatment. The rn then set up the machine with a new treatment set. The patient then resumed the prescribed dialysis treatment. Once the treatment was complete, the patient was discharged to home. The sample was not saved for evaluation. The patient is able to continue hemodialysis with no further effect from this incident.